Manufacturer narrative:
Suspect medical device. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Due to the receipt of new information, the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device would not fire [unable to fire]. The following information was received from the cook sales representative on (B)(6) 2018: there was no device malfunction, it was a use error. Water was flushed down the catheter, thus occluding it, and the user was not aware that there was another catheter in the package. I have since returned to the facility and performed another in-service on hemospray. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Initial reporter occupation: non-healthcare professional. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, additional information provided indicated this occurrence could be related to water being flushed through the catheter prior to use and causing the powder to clog the catheter. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The IFU states: "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user flushed the catheters with fluid, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device would not fire [unable to fire]. The following information was received from the cook sales representative on 15-oct-2018: there was no device malfunction, it was a use error. Water was flushed down the catheter, thus occluding it, and the user was not aware that there was another catheter in the package. I have since returned to the facility and performed another in-service on hemospray. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.